Manufacturer narrative:
(B)(4). Manufacture date: 09/01/2015. The analysis results found that the ntlc75 device was received in good visual conditions and with a cartridge reload present. The reload was received with the knife not completely within doghouse, fully fired and the swing tab in the locked position. In addition it was noted to have several staples on the deck, a clip was lodged between the knife and the cartridge doghouse not allowing the knife to return to its home position. The device was tested for functionality with the test cartridge. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # m55352. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Additional information was requested and the following was obtained: on which firing did this occur? 1st firing. On this firing, did the device staple? No. Was the device able to be opened? No. If no, please explain how the device removed from the patient tissue. The surgeon used surgical clamp on the tissue, cut the tissue manually and removed the device. On the first firing, did the device cut? Yes. If yes, was the cut line complete? Yes. How was the procedure completed? Information not provided.

Event description:
It was reported that during a right colectomy procedure, the firing knob could not return. The surgeon used the clamp, cut the tissue and removed the device. There were no adverse consequences for the patient reported. It is unknown what was used to complete the procedure.